Event description:
It was reported that the customer's insulin pump would not stop priming after inserting multiple reservoirs. The customer's blood glucose value was not reported. No further information was provided.

Manufacturer narrative:
Findings: pump was received unable to prime at 4.0 lbs during prime/force sensor system test due to faulty force sensor. Unit had minor scratched lcd window.